Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 16667036.

Event description:
It was reported that the patient that the patient had an infection at the ipg site due to the wound dressing being removed with non-sterile wound care products on the day the ipg was replaced (MFR no. 3006630150-2023-03976). It was stated that incision never fully healed, and fluid and blood leakage was coming out of the battery pocket incision. Antibiotics was prescribed. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices will not be returned as they were kept by the medical facility.